Manufacturer narrative:
It was determined that the pump exhibited an intermittent loss of contact between the battery cap and the pump case.

Event description:
The patient's mother reported that the pump was resetting itself without intervention when using the original battery cap, and that the pump functioned properly when the battery cap was replaced.